Manufacturer narrative:
The field service engineer (fse) evaluated the device and replaced the battery to address the reported issue.

Manufacturer narrative:
11aug2021. State (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that the battery does not hold a charge. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested for service repair. Product support proceeded with part order. Further information is pending.